Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain five of five of peritoneal dialysis therapy. It was determined that the patient¿s largest prescribed fill volume equaled 2000ml, the last drain volume equaled 3223ml and the ultrafiltration volume was 1241ml. The technical services representative assisted the care giver in resuming therapy. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.